Event description:
Reportedly, the device would prompt with a replace battery message and then power would shut off. No spare battery was with the device at this time. The operator would cycle power and reinitiate pacing but power would shut off again. A backup lifepak 10 defibrillator/monitor/pacemaker was immediately made available and was used to continue pt treatment. The pt was not resuscitated. The facility indicated pt outcome was not affected by the discrepancy, due to the timely use of the backup and a lack of pt viability.